Event description:
The customer reported filters clogging and leaking while infusing lipids via syringe pump in the nicu. The tubing was changed to resolve the issue. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.